Event description:
It was reported that during the implant attempt, three different left ventricular (lv) leads were attempted, but all three exhibited unacceptable thresholds, positioning issues, and diaphragmatic stimulation. The leads were not used, and it was decided to plug the lv port. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on all conductors (not obstructed). (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on all conductors (not obstructed). (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on all conductors (not obstructed).